Event description:
The account stated that the cell dyn 3700 sl analyzer was generating low hemoglobin (hgb) results. The account stated that a hgb result of 8.54 g/dl was generated. The account questioned the result as a delta check was generated. The pt was redrawn and the results were still low. The sample was run on their backup cell dyn 1700 analyzer and a result of 9.7 g/dl was generated. The suspect results were not reported and there was no impact to pt mgt.